Manufacturer narrative:
The device was returned to zoll medical united kingdom and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, pacing functional stress testing, and functional stress testing of the front enclosure buttons without duplicating the report. Review of the device logs found no evidence of the customer's report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to pace. Complainant indicated that there was no patient involvement in the reported malfunction.